Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal depletion that met expected longevity.

Event description:
It was reported that the device was at elective replacement indicator within three years of implant. Prior to the change out of the device the ventricular lead had low impedance at 200 ohms and when checked during the procedure the impedance was measured at 178 ohms. The lead also had a high threshold. The device was removed and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.